Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified intraperitoneal drugs for the event (dose, duration, route and frequencies not reported). Dianeal therapy was ongoing. At the time of this report, the patient was not recovered from the peritonitis event. No additional information is available.